Event description:
The pt returned to the hosp four (4) days after the index procedure unconscious with a sub acute thrombosis (sat). On regaining consciousness, the pt complained of chest pain and was hypotensive. Coronary artery angiography was done adn an in-stent thrombus was discovered. Aspiration was tried with tvac unsuccessfully due to crossing difficulty. Balloon angioplasty was done with a maverick 3.0/20 mm balloon at 12 ams for 60 sec. Coronary flow was re-established and the pt was reported to be in stable condition. The pt was reported to have had a myocardial infarction (mi). The physician commented the sat may have been due to underemployment of the cypher stent ans also possibly due to non-compliance with antiplatelet therapy. A family member was responsible for antiplatelet therapy due to the pt's alzheimer's disease.